Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump fails occlusion test .02psi and alarms after 1 cycle. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device analysis: visual inspection and functional testing was unable to duplicate the reported problem. It was determined that a possible cause could be a defective downstream occlusion sensor (dso) and discolored upstream sensor seal due to signs of fluid ingression. The dso sensor and upstream sensor seal was replaced to correct the issue. The device passed all functional tests after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.